Manufacturer narrative:
(B)(4). No conclusion code available. The reported high impedance was confirmed in the laboratory and was due to parylene coating the ring connector block spring. Edx analysis revealed the presence of chlorine on the spring.

Event description:
It was reported that during device change out the set screw issue was noted. The atrial lead exhibited out of range, high impedance. The device was replaced. The patient was stable post procedure.